Event description:
A report was received that the patient's ipg does not hold its charge. The patient had a non device related knee surgery in which electrocautery was used and afterwards the patient noticed that he had difficulty charging. The patient will undergo a pocket revision procedure and the physician will replace the old ipg with a new one.

Event description:
A report was received that the patient's ipg does not hold its charge. The patient had a non device related knee surgery in which electrocautery was used and afterwards the patient noticed that he had difficulty charging. The patient will undergo a pocket revision procedure and the physician will replace the old ipg with a new one.

Event description:
A report was received that the patient's ipg does not hold its charge. The patient had a non device related knee surgery in which electrocautery was used and afterwards the patient noticed that he had difficulty charging. The patient will undergo a pocket revision procedure and the physician will replace the old ipg with a new one.

Manufacturer narrative:
Additional information was received of a corrected date for field: d6 it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg does not hold its charge. The patient had a non device related knee surgery in which electrocautery was used and afterwards the patient noticed that he had difficulty charging. The patient will undergo a pocket revision procedure and the physician will replace the old ipg with a new one.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and was doing fine following the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the battery was damaged with electrocautery. Device malfunction is suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).